Event description:
It was reported that an ao60 lens flipped/rotated towards the posterior capsule during insertion into the capsular bag. The incision was enlarged and the lens was removed. Another model lens was successfully implanted in the sulcus and the incision was sutured. The patient's prognosis was described as: "lens replaced with another model lens with no subsequent problems." Please reference MDR#: 1119279-2013-00346 for the intraocular lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.